Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise and over-sensing was observed on the atrial lead. No programming changes were made. The lead was to be observed. The patient was stable.

Event description:
An additional instance of lead noise was reported.